Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The device sleep current (quiescent current leakage when the device is off) measured 83 ua, which exceeds the limit of 50 ua that resulted in battery depletion rate of 6.04 mv. In addition, the patient's higher rate programs also require more frequent charging. The complaint about the implant is getting warm was not verified as the highest temperature of the device logged in 42.913 °c, within the limit. The source of the device damage couldn't be determined.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and was having difficulty charging the ipg. It was stated that when the patient sits too long the ipg gets warm and patient also felt the implant site was being prickled with needles. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and was having difficulty charging the ipg. It was stated that when the patient sits too long the ipg gets warm and patient also felt the implant site was being prickled with needles. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.